Event description:
An article was published that described a retrospective single inst chart review of 128 pts having posterior fossa neurosurgery between (B)(6) 2005 and (B)(6) 2007 with dural and arachnoid opening. Postoperative complications with 10 out of 59 procedures, in which duragen plus was used as a dural closure, are reported. Other dural replacements were identified in this study. Product labeling states in the contraindication section: not recommended for large defects at the skull base following surgery; (posterior fossa surgery is a skull base surgical procedure). The warning section stations that: duragen plus is generally not recommended for extensive skull base surgery with dural resection, however, duragen plus can be used to augment other forms of specific repair (ie fascia lata).

Manufacturer narrative:
Postoperative complications are five cases of aseptic meningitis, seven cases of cerebrospinal fluid leak, three cases of hydrocephalus, and two cases of symptomatic pseudomeningocele. Integra received no product quality complaints or adverse event reports from the (B)(4) clinic for duragen plus dural regeneration matrix for this time period. Integra has contacted authors of the study to request add'l info. The device involved in the reported incidents are not expected to be received for eval. An investigation has been initiated based upon the reported info.